Manufacturer narrative:
It was reported that there was an error ¿er08¿ was displayed on the hl20. The event occurred during a routine check. No harm to any person has been reported. The failure can cause an unintentional pump stop. Therefore, a report is required. According to the hl 20 service manual the error message ¿er08¿ indicates that +12v-supply voltage was out of tolerance during the self-test failed. A getinge field service technician (fst) was sent for investigation and repair on 2025-01-16. The failure could be reproduced and the dual pressure module for channel 1+2 was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected part was not made available for further investigation at the manufacturer. The failure can be linked to the following most possible root causes according to the hl 20 risk assessment : (total) fail of system or system control because of: failure in electronic components: - failure in/wrong behavior of soup software (crash, disturbance of system bus, wrong values, wrong control behavior) - communication to controller disturbed - pressure sensor failure due to the age of the device (over 10 years old), age related aspects can be considered as well. The review of the non-conformities has been performed on 2024-12-11 for the period of 2013-11-30 to 2024-12-09. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2013-11-30. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message er08" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2013. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
It was reported that there was an error ¿er08¿ was displayed on the hl20. The event occurred during a routine check. No harm to any person has been reported. According to the hl 20 service manual the error message ¿er08¿ indicates that +12v-supply voltage was out of tolerance during the self-test failed. The failure can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in india. The instance of time was not provided. It was reported that there was an error ¿er08¿ was displayed on the hl20. No harm to any person has been reported. The failure can cause an unintentional pump stop. Therefore, a report is required. According to the hl 20 service manual the error message ¿er08¿ indicates that +12v-supply voltage was out of tolerance during the self-test failed. Complaint ID#(B)(4).